Event description:
Info was received indicating fracture of an slc 7.5mm screw in the s1 location. The screw has not been removed at this time. No details were provided regarding the event, date of implantation, part number or lot number.

Manufacturer narrative:
Device eval was not possible as device remains implanted. Review of mfg records was not possible as part and lot identification is not available. Associated package insert lbl-pi-004 states under potential adverse effects: "7 - device component fracture".